Event description:
Left side rupture due to car accident. Follow up findings: per dr's office device is not ruptured. Follow-up findings: rupture verified through MRI, but upon surgery found not to be ruptured per dr.'s office. Per MRI report left side fold.